Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc euphora coronary balloon, balloon deflation difficulties occurred. The device would not deflate at the lesion site. Difficulties were also encountered removing the device following balloon inflation. The lesion being treated was a non-calcified, moderately tortuous lesion in the proximal left anterior descending (lad) artery. The device was not inspected prior to use. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. During catheterization, the balloon was inflated for post-dilation. The balloon had difficulty inflating and could not be deflated and removed. The balloon remained inflated in the proximal lad for an hour until it was deflated with a wire. No intervention was made during inflation, except for an attempt to deflate and remove the balloon with a wire. The device moved within the lesion while inflated. During the catheterization, the patient suffered an acute myocardial infarction. In addition, and without direct connection to the balloon that could not be removed and blocked the lad, damage (sedation) was created during the removal of the equipment from the artery and the patient also suffered tamponade. After 7 hours the patient was transferred by ambulance to cardiothoracic intensive care and is currently hospitalized in a serious condition. The patient is reported to be alive with injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: initial reporter name. Annex a code a0406 and annex c code c070603 added. Annex a code a2303 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: analysis of the procedural images provided confirms the presence of a lesion in the proximal left anterior descending (lad) artery. Wiring and pre-dilation of the lad can be observed, followed by delivery and deployment of two overlapping stents at the lesion site. A possible waist is evident to the middle of the second, proximal stent. Attempted post-dilation of the proximal stent can be observed, however only the proximal section of the balloon appears to have inflated, proximal to the waist on the deployed stent. The balloon remained inflated in the same position approximately 50 minutes after first inflation, confirming the reported deflation difficulties. The balloon was subsequently removed, however balloon removal was not captured in the images provided. Improved vessel patency can be observed at the lesion site following stenting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or packaging stylette. The balloon had difficulty inflating on the first balloon inflation and the pressure applied was 18 atm, rate of burst (rbp) and could not be deflated and removed. One inflation was performed prior to the deflation difficulties. Deflation difficulties were noted after the first inflation. The balloon inflated only on its proximal side and half of the length. No intervention was made during inflation, except for an attempt to deflate and remove the balloon with a wire however the balloon was not fully removed, part of the balloon was not removed. The balloon was removed from the artery. In addition, and not a direct result of it, the patient's spleen was accidentally punctured. The patient has stabilized but remains in serious condition. The physician assessed that the myocardial infarction was related to the use of the relevant device. The physician assessed that the spleen puncture event was not directly related to the use of the removal of the device. Physician's full name product analysis: the device was returned for analysis. What returned included the distal end of the device with a non-medtronic 0.014¿ guidewire entrapped within the device¿s guidewire lumen. The device was found to be detached at the transition shaft; the proximal portion of the device was not returned for analysis. Both the transition shaft and the distal shaft, including the proximal bond/inflation lumen, showed evidence of stretching. This deformation led to the entrapment of the guidewire within the lumen. The balloon was returned in a post-inflated state, with residual contrast visible inside. Due to the device¿s condition, inflation and deflation testing could not be performed. The observed deformation characteristics are consistent with deflation issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.